Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use-related. One 3 fr s/l powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. Hemostats were observed to be clamping the catheter shaft proximal to the 0 cm depth marker. The catheter was returned trimmed at the 1 cm depth marker. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed a leak in the extension tubing under the hub. A microscopic observation revealed beach marks along the fracture surface observed in the extension tubing under the hub of the catheter. The extension tubing was observed to have ¿c¿ shaped impressions leading into the fracture site. Microscopic observations of the split in the extension tubing exhibited characteristics of material fatigue of the extension tubing. Material fatigue may occur due to cyclic kinking in which placement, usage, and mechanical factors may gradually form a crack(s). The damage location suggested that catheter securement, access and maintenance techniques may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a PICC line was placed in a pediatric patient on (B)(6) 2025 and subsequently replaced on (B)(6) 2025 due to leakage observed. The leakage appeared to originate from the distal end of the catheter where the outer housing meets the catheter itself and was noted to spray outward when flushed, particularly during manipulation of the line. Additionally, resistance was encountered during flushing.